Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the mobility of the device in the pocket/with superficial edges was first noted in their clinic on (B)(6) 2016. The cause of the device movement was that the silk suture had broken. The cause of the suture breaking was not determined. The hcp noted that the device was not be returned to the manufacturer as is was disposed of (as it was at elective replacement indicator ¿ eri). The hcp reported the device movement issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The hcp reported that the patient's right ins was reaching it's normal end of life battery depletion and was due to be replaced. The hcp also reported that the right ins had rotated, seemed mobile under the skin, and the edge of the ins was superficial and was bothersome. The hcp reported that as a result, the right pocket would be revised. The hcp reported that upon opening the pocket, it was observed that the silk suture on the medial edge of the ins was broken and the inferior edge of the pulse generator had rotated laterally. So the lateral edge was too superficial. The hcp reported that the pocket was revised and extended medially so the new ins would be deeper, under the old pseudocapsule, and more medial. The hcp reported that the extension wire contacts were cleaned and dried and connected to the replacement device. The hcp reported that telemetry and impedances were proper after replacement. No further patient complications have been reported as a result of this event.